Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the electrodes are not available.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year-old-male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.